Event description:
The customer reported the system is displaying an ma sensor error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and high voltage regulator. System operates as intended.